Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The specimen presents offset/mis-aligned/overlapping coil wraps scattered over the formed distal region and the length of the body of the device, leading to localized oversized diameters. There are several bends and regions of stretched coil wraps exposing the underlying metallic core wire scattered over the proximal 200 centimeters. The specimen also presents scraped ptfe coating with coating removal at offset/overlapping coil damage located 110.1 to 110.4cm and 114.8 to 115.0cm from the distal apex of the formed tip. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
Device insertion was not easy and we noticed on the wire a disconnection of the lubrigreen ptfe lubricious coating (the green one) from the stainless steel core. Guidewire safari2 has been damaged with a clemmer. It was reported that the problem was noticed during introduction outside of the patient. The procedure was completed with another of the same device.